Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, a clinical review states one intraoperative photo and one undated x-ray image was provided for review which supports removal of the screw and the xray image confirms the screw is protruding from the bone surface. This does not confirm migration or how close it is to the skin surface. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found one similar reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Based on the information provided the clinical root cause of the reported pain was likely due to the reported biosure sure backing out. The clinical root cause for the reported screw ¿backing out¿ and fragmentation could not be determined. We are unable to rule out patient bone quality, trauma, and activity level as likely contributory factors. We are also unable to confirm adequate initial fixation. The device IFU does warn that ¿pathological changes in soft tissue may impair the ability to securely affix the soft tissue to bone.¿ the patient impact is determined to be the reported revision procedures, and a post-operative recovery phase. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a medial patellofemoral ligament surgery had been performed on (B)(6) 2023, the patient experienced interference screw implantation, developed pain after a certain period of time, and a portion of the screw became palpable beneath the skin. Over time, the screw appeared to gradually back out from its original position. This adverse event was solved by revision surgery in (B)(6) 2026 to remove the screw crumbs. The current health status of the patient is unknown, however, there were no patient complaints.